Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported downstream occlusion which was not reproduced. Evaluation inspected the device and observed occlusion testing to pass, however the force sensor reading was out of calibration. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. There was no known patient injury or medical intervention associated with this event. No additional information is available.